Event description:
It was reported that a customer experienced occlusion alarms. The customer¿s blood glucose level was recorded at 278 mg/dl. The customer continued to use the pump for insulin therapy.